Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported problem could not be duplicated. If the error re-appears then further repairs will be performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a collimator potentiometer error message. No pt injury was reported.